Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported error e19 with unidrive s iii. Motor not detected with unidrive select. The usage of this handpiece is just 43 times with unidrive s iii. After error e19 present with unidrive s iii, the motor also cannot be detected by undrive select.9. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).